Manufacturer narrative:
Voco profluorid varnish contains colophony and artificial flavors. Intolerances to these incredients cannot be ruled out in rare cases. The instruction for use contain appropriate warnings.

Event description:
One patient complained of a burning sensation of the oral mucosa and redness extending to the neck area one day after treatment with voco profluoride varnish. Hospitalization was not required. Medical or physician interventions as a result of the allergic reaction and the patient's current condition are not known to the treating dentist. The information could not be obtained upon request. In case of re-exposure to the varnish, more serious consequences for the patient cannot be ruled out.